Manufacturer narrative:
H6 codes have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving hydromorphone via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that the white part/communicator of the ptm (personal therapy manager) quit working 2-3 weeks ago and they were in a lot of pain because the device was not working. The patient stated that they spoke with their healthcare provider¿s office last friday and they told them to call in and get the device replaced. The patient stated that they took the devices to a phone store and they opened up the back and the device ¿wires melted and messed up inside¿. The patient stated that the communicator was ¿burned up¿. During the call, the patient mentioned having rheumatoid arthritis. The agent attempted to ask clarifying questions but was unable to get any additional information from the patient. A replacement communicator was requested from the repair department because it was not charging and the wire and port melted, and a replacement handset was requested because the handset was not charging and the port was melted.

Manufacturer narrative:
Continuation of d10: product ID: tm90t0; serial# (B)(6); product type: accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 22-may-2021, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.